Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2021 and suture was used. During the procedure, it was noted that the suture appeared to be frayed and was leaving fragments in the patient's eye. Different suture was grabbed to complete the procedure after a two-minute delay. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: two sealed boxes (12 ea) and an opened box with ten packets of product code j555 were returned to for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged, surface defect suture and no none was observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event reported via: 2210968-2021-11615.